Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was to have an MRI. Per the patient the hcp wanted to do the MRI because the patient's morphine pump was not working properly and they believed the pump catheter might be plugged or occluded.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient when to her hcp (healthcare provider) about 2 weeks ago for a refill. When they took the old medication out, there was too much. It was thought that the ¿pump may be occluded.¿ the patient went through withdrawal last month. The patient was going to be scheduled for a pump replacement. No imaging had been done to check the pump. The patient stated that they may wait until surgery to decide if just the pump or if both the pump and catheter needed to be replaced. The device system was delivering fentanyl, hydromorphone, bupivacaine, and baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the hcp believed the patient had a "failing pump." The reporter was now the current follow up hcp as the patient had switched practices twice. The hcp had refilled the patient's pump with fentanyl only at 2 mg/ml 15 minutes prior to the report and would be programming the dose to a minimum. The hcp did not know that the patient had already gone through withdrawal. The erv (expected residual volume) was 6.5ml and the arv (actual residual volume) was 16ml at the refill the day of the report. The hcp indicated that there was never a revision scheduled or done for this patient. The event logs were confirmed as "normal." A catheter dye study was planned for (B)(6) 2014.